Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the user attempted to adjust the cuff internal pressure using the cuff pilot during use, but it did not work. Therefore, the device was replaced with a new unit. No injury to the patient occurred. According to the user, the cuff pilot seemed to have been broken from the beginning."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the user attempted to adjust the cuff internal pressure using the cuff pilot during use, but it did not work. Therefore, the device was replaced with a new unit. No injury to the patient occurred. According to the user, the cuff pilot seemed to have been broken from the beginning."